Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device displayed the alert: "dexcom g5 mobile app is no longer working correctly. Delete the dexcom g5 mobile app then go to app store and download again." No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log did not confirm the customer complaint. A root cause could not be determined via data.